Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had visible droplets. The following information was provided by the initial reporter: material # 304657 batch # 4205658. Rcc received a complaint via email. Medline complaint #: (B)(4), defect description: moisture in syringe, medline part #: 153239, product description: syringe 10ml ll bns, vendor part #: 304657, lot #: 4205658, date reported: (B)(6) 2025, sample received: no. Response needed: summary of findings & corrective actions -- incident reported to the FDA as MDR-30 day. Reference no. 3004122598-2025-00005.

Manufacturer narrative:
Investigation results: the claim is classified as unconfirmed, since there are no physical samples or photographic evidence to verify the condition of the syringe. It is important to mention that no quality events related to the reported defect were found in the batch record during the product¿s manufacturing process. Retention samples are not analyzed because the cuautitlan plant does not sterilize the product, only manufactures it. However, operating staff will be notified of this event.

Event description:
No additional information.